Event description:
Related manufacturer reference number: 2017865-2022-12741; related manufacturer reference number: 2017865-2022-12743. It was reported the patient presented to the emergency room for an unrelated issue. Chest x-rays taken revealed the implantable cardioverter defibrillator (ICD) had migrated due to twiddlers syndrome dislodging the atrial and right ventricular leads. The atrial lead and ICD were repositioned successfully on (B)(6) 2022. While attempting to reposition the right ventricular lead, the helix would not deploy. The right ventricular lead was explanted and replaced. The patient was in stable condition.